Manufacturer narrative:
Upon evaluation of the returned product (tip), the claimed condition was confirmed. The cone was detached from the tip body.based on device risk document and evaluation of the returned unit, most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (too much force applied during assembly at the manufacturing process). Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts (cone and tip body).

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. (B)(4).

Event description:
It was reported that the sips dual 2 minute tip was being used in a hip procedure when the splash cone fell off and into the surgical site. The cone was removed by use of a hemostat. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the sips dual 2 minute tip was being used in a hip procedure when the splash cone fell off and into the surgical site. The cone was removed by use of a hemostat. There were no patient or user injuries, and no adverse consequences.